Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with infiltrate peripheral cornea in both eyes (ou). It was stated that the patient had no loss of best corrected visual acuity (bcva). The surgery center reported the symptoms are not interfering with daily activities. Infiltrate improving and uncorrected visual acuity (ucva) was 20/20 ou and was noted on (B)(6) 2018. Infiltrates resolved was noted on (B)(6) 2018. Bcva from (B)(6) 2018, right eye pre-op 20/20 -2.50 x .00 x 90, left eye pre-op 20/20 -2.50 x -1.25 x 65.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.